Event description:
Attempts for additional information have been unsuccessful.

Event description:
On (B)(6), 2014, the nurse reported that the patient has been experiencing projectile vomiting. The patient has been hospitalized as a result and has lost 15 pounds. The patient saw a gi specialist who believes that the vomiting is due to a loss of vns therapy, as the patient's last generator died completely and the patient has not yet been titrated up completely to the previous settings on the new vns device. The physician believes the vomiting will resolve once the patient is programmed back to the original settings. No other information has been provided.